Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery. The reason for the revision planning is increasing pain and imaging that revealed loosening.

Manufacturer narrative:
Correction: please refer to h6 (result and conclusion). The MDR is pending required code updates and complaint approval. The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan clearly shows loosening and migration for the tibial component with radiolucence and some cysts. The underlying cause of the failure is likely to be poor bone substance and thus a patient related factor. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. Related to poor bone substance. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery. The reason for the revision planning is increasing pain and imaging that revealed loosening.